Manufacturer narrative:
Date of birth: 1980. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09062, 2134265-2013-09118, 2134265-2013-09187. It was reported that post a stenting procedure, the patient experienced pain. Vascular access was gained via the left groin and right interna jugular artery. Access from the right side to left common femoral artery. Predilatation was performed with an unspecified 10 mm balloon from the groin to the cava confluence (bifurcation). Four wallstents were placed, 12x60mm from the common femoral artery up to externa it is prolonged with 14x60 and in iliac artery 2 16x60 wallstents. Postdilatation was performed with an unspecified 12 mm balloon in the pelvis veins. The most proximal stent was placed in vena cava inferior confluence as planned. Good angiographic result with no collaterals left and good flow through the stents. The patient experienced first pain approximately 2 months after procedure. Angiography revealed the stents open with no fractures or other issues. No intervention has been performed, instead with physician utilizing observation. In september no further information about how much pain remains.